Manufacturer narrative:
The customer has not returned the lancing device. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the lancet to protrude from the end cap. The suspect product has not been returned to complete the investigation.

Manufacturer narrative:
.

Event description:
The customer's son complained that the lancet protrudes beyond the end cap of the accu-chek softclix device. The customer is using cvs brand lancets that were properly seated. The end cap was on correctly. No adverse event occurred. The customer's son did not provide the lot number of the device. The lancing device has been requested for investigation.

Manufacturer narrative:
The lancing device was returned. No lancets were returned. The customer's allegation could not be confirmed. The lancing device cap could be attached to the device correctly with no problems. Test lancets were used with the device at different depth settings. For each depth setting, the lancet retracted, ejected and produced a puncture hole correctly. The lancet device was also disassembled for investigation, however, no abnormalities were identified which would support the customer's allegations. The lancing device operates within specification. A specific root cause could not be identified for this event. The investigation cannot be completed since the customer did not return any lancets.